Event description:
It was reported that during the procedure, the physician found the threshold measurements of the right ventricular were high (above 3,5 v @ 0.5ms). The physician wanted to retract the screw and reposition the lead, but the screw mechanism got stuck and the lead popped out. The physician removed the screw-in lead and decided to implant a passive fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. There was blood/body fluid in/on the helix mechanism.